Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one introducer needle was returned for evaluation. Functional and gross visual evaluations were performed. The investigation is confirmed for the reported suction problem, air in device, leak issues and the identified fracture issue, as multiple cracks were observed on the introducer needle hub. An in-house syringe was attached to the hub of the introducer needle. Leaking from the cracks was observed upon infusion. Although the sample was returned for evaluation, one video was provided for review. Based on the provided video, the reported issues cannot be confirmed, as no visual damage were evident in the provide video. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 12/2024), g3, h6 (device). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to the port placement, the port allegedly leaked. It was further reported that when aspirating the serum, air allegedly comes with the serum. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2024). Device not returned.

Event description:
It was reported that prior to the port placement, the port allegedly leaked. It was further reported that when aspirating the serum from the vat, air allegedly comes with the serum. There was no patient contact.